Event description:
A physician reported a pt who rec'd a second injection on 16 april 1997 into the left knee. She had no effusion prior to injection. On 28 may 1997, she completed the 6 week study f/u, demonstrating pain reduction on her womac pain forms. There were no changes in her health status for 9 months. In the spring of 1998, she had a viral infection, after which she exhibited signs of rheumatoid arthritis. Her knees did not have increased pain and had no rheumatoid arthritis symptoms, but her hands exhibited ra symptoms. She was diagnosed with rheumatoid arthritis. The physician believed the pt did not have rhuematoid arthritis prior to entering the study although he stated it would be difficult to absolutely say she did not. He did not believe the rheumatoid arthritis was related to the injection. This event is being reported as an MDR because it is policy to report all cases of alleged autoimmune disease regardless of the lack of causal relationship with the device.